Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2017 with the following findings: a review of the black box verified a power on reset interruption at the time of reported overheating. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no loss of power, overheating, or alarms were duplicated. No evidence of moisture was found in the battery compartment or internally. The power flex and components were inspected and no defects were found. The battery was not returned with the pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.